Manufacturer narrative:
Oversensing; the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room with episodes of vf and multiple inappropriate shocks due to lead dislodgement and p-wave oversensing on the ventricular channel. A chest x-ray revealed rv and lv pulled back. The rv lead was close to the svc and the tip close to the atrial lead. The therapies were disabled. Tissue was noted in the helix of the rv lead. The physician was not able to get the wire down the lv lead. Both lead were explanted and replaced. The patient was stable before, during and after the procedure.